Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a device replacement procedure, right atrial lead noise was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Event description:
It was reported that when the patient presented in-clinic for a device replacement procedure, episodes of auto-mode switch due to right atrial lead noise was observed. The lead was capped and replaced on (B)(6) 2019 without issue. The patient was stable after the procedure.